Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and alarm will not function. The key failure is the 4 way valve is sticking. Additional malfunction identified on the (B)(4) as a defective power switch (aka on/off switch) with no alarm is directly related to unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.